Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold, oversensing noise and low pacing impedance. It was discovered that the lead had a breach in insulation, and the lead was explanted and successfully replaced. The patient was stable and asymptomatic.